Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p9-03813, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera of the navigation system could not detect pointers and reference frames. Troubleshooting found that the camera had an illuminator hardware fault and the camera was subsequently replaced. There was no patient present when this issue was identified.